Event description:
The company was informed that the patient fell and hit her head. The patient reported pain at the implant site. Testing revealed that the device is functioning within normal limits. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.